Manufacturer narrative:
This occurrence has been deemed a reportable malfunction because a detached irrigation/inflation port could lead to leakage of fecal matter from the device which can pose the risk of wound exposure (with resultant infection) to pts using the device.

Event description:
Detached inflation port. Luer lock/inflation port fell off.

Manufacturer narrative:
Additional information was received on august 12, 2015. Third party manufacturer reviewed the batch records for lot# 12fm04 and no exceptions were found. Four retention samples were also reviewed and the appearance of the balloon/inflation port, catheter body and valve function were normal. Twelve sample units from 7 different lots along with one sample from the same lot were subjected to adhesion testing of the tube and a 4-pc cannula using the tensile strength test in the reverse direction with the tube and 4-pc cannula set. For the 12fm04 product the tensile force exceeded the minimum expected force. No unusual tensile forces were found. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).